Manufacturer narrative:
It was reported that the tubing was cracked. Received from the customer is one used extension set model me2017 lot unknown. Also received is a green alcohol disinfecting male luer cap. The set was visually inspected for cracks, misassemblies or damages to the components. Visual inspection found that the male luer (p/n 1001-085-004) was cracked and broken. Closer inspection under a lab microscope observed no stress marks or tool marks at the break site of the male luer. No further testing could be performed due to the broken male luer. Bd manufacturing is aware of this type of damage to the male luer component p/n 1001-085-004. Bd r&d, product engineering, and infusion disposables determined that the cracking and disintegration of the male luer can be caused by high amount of alcohol possibly from the use of alcohol cap/tip products. Bd has suggested the use of alternative extension sets to better meet the clinical needs and withstand the use of alcohol products. Equipment used for testing on 18aug2020: ¿ optical ram-cnc eq 08204 5-feb-21 device history record for model me2017 could not be performed due to no lot number being provided by customer. H3 other text : see h10

Event description:
It was reported that 60 in ultra minibore extension set tubing was cracked. The following information was provided by the initial reporter: material no.: me2017 batch no.:unknown. It was reported that the tubing was cracked.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 60 in ultra minibore extension set tubing was cracked. The following information was provided by the initial reporter: material no.: me2017 batch no.:unknown. It was reported that the tubing was cracked.